Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (response button damaged) was confirmed. Upon investigation the front response button was damaged. The response button was still functional but difficult to operate. The root cause of the damaged response buttons was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were damaged.